Event description:
Received call that pt was having problem with air after the filter on baxter 6060 tubing. Tried trouble shooting with nurse & family. Pt continued to have problems with air before and after the filter. Nurse 2 days later at home reviewed lot #'s on 6060 12 micron filter-tubing. Lot #'s of tubing in home & used: r04d13225 and r04c22277. Nurse observed air accumulating before filter, tubing # r04c22277. New lot # or tubing from last delivery r04d19081 to be used. New tubing without problems.